Event description:
The customer alleged they received questionable free thyroxine (ft4) results on their e-module. The customer stated they were having problems calibrating ft4 since yesterday and their standby reagent pack's quality control was out of range. The customer recalibrated and the quality control was in range. The customer stated the signals seemed a lot higher than normal. The customer put a new reagent pack on the analyzer and the readings seemed a lot higher. The customer provided data for 48 patients, of which there were 33 patients that had discrepant results that were reported outside the laboratory. The repeat testing was performed on the same analyzer or another e-module, serial number not provided. The customer considered the repeat results to be correct and corrected reports were issued. There were no adverse events. The ft4 reagent lot number was 16845401 and the expiration date was 06/30/2013. The field service representative could not determine the cause of the event. Prior to his arrival, calibration and quality control were successfully performed on a new reagent pack. He proactively replaced the pinch valve tubing. He cleaned the dirty extra wash station (ews) waste tubing. He verified the alignments were correct. The gear pump pressure and liquid level detector voltages were to specification. He cleaned the rinse wells and reagent line. He replaced the ews and reagent syringe tips. The customer performed calibration and quality control without errors.

Manufacturer narrative:
The investigation determined there is no specific assay and/or instrument related issue. The high calibration signals are most likely related to the instrument, primarily due to premature liquid level detection, likely caused by droplets on the inner sample cup well or bubbles on the surfance of the sample. This incident is not related to the reagent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.